Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and unspecified error. The customer¿s blood glucose level was unknown. The customer reported that the error code alarm received and insulin smell comes from pump cartridge opening and buttons required multiple pressed to respond. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a no button response due to corroded keypad traces. Unable to verify e or a alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).